Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump had a prime anomaly. The patient's blood glucose at the time of incident is unknown. The customer was filling the tubing but the numbers did not accurately reflect the amount of insulin that was filled. The numbers only began to increase and reflect changes in the insulin amount after the tubing was partially filled. The customer was advised to revert to their medically prescribed back-up plan. However, the insulin pump was not returned for analysis.